Manufacturer narrative:
Device evaluated by MFR: device matches the upn and lot number provided by the customer. Visual inspection showed the seal on ring 3 is compromised. There is small section of adhesive of the proximal seal on the electrode itself but the majority of the proximal side of the electrode does not have adhesive. There is a section of the distal seal of ring 1 which not present on the electrode and the edge of the proximal seal is irregular which is expected to be smooth. Ring 1 seal edges on both sides of the missing adhesive are abrupt which suggests that it had been torn. There are scratches on the ring 2 and ring 3 electrodes, in the insulation between ring 1 and 2 and ring 2 and 3 and also on the tip. Dried body fluid is present on the handle strain relief. Electrical continuity testing revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrode/thermistor/sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The ablation was verified by using the maestro generator 4000 and the metriq pump, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 05dec2017, a intellatip mifi oi was selected for a ventricular tachycardia(vt) ablation. However it was reported that there was electrical noise in rhythmia and non-bsc ep recording system on all mifi electrodes during ablation. The procedure was completed with this device. No patient complications were reported. However; returned device analysis revealed that a ring seal was compromised.